Event description:
Us distributor reported that a patient received multiple open ulcers while wearing the lifevest and ultimately became septic. The patient went to the hospital and received debridements and santyl with silicon foam dressings and IV antibiotics. Follow up indicated that the skin irritation improved.